Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient reported that the g7 sensor would not calibrate and would give incorrect readings. Patient stated that they checked the readings with their can bleed glucometer and when they tried to calibrate the sensor between the two, the sensor accepted it but never changed. Patient then said that they did it again about 17 minutes later and got a different blood count. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).